Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call keypad anomaly and frozen display screen. Customer's blood glucose level was 6.8 mmol/l. Customer advised the display screen was frozen, all buttons were unresponsive, the time clock did not change and the alarm recurred after removing the battery for 5 minutes. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty component on the interface board. Unable to verify button keypad unresponsive, frozen display or time unchanging due to blank display. No moisture damage on keypad traces or flatten button dome switch noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.